Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that his insulin pump is under delivering insulin and not alarming. Customer stated he would program 18.9u of insulin but the device would only deliver between 18 to 16 units. The previous night, he attempted to program 11u of insulin and watched as the device only delivered 5.1units. Customer states device does alarm but is not visible on the device screen. While reporting, the customer again attempted to program 13 units of insulin and the device only delivered 7.7u. Advised customer that with the bolus not working, the device should be replaced. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.